Event description:
A customer reported that the blue cap of an infusor elastomeric device was observed with a leak. This occurred after the device had been disconnected from the patient. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.